Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and to correct g2. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, it is believed that fatigue caused the reported failure. During the device evaluation, it was noted that the manifold unit was defective and there was no damper. This was causing the device to be unable to recognize or control flow rate, resulting in the reported failure. Olympus will continue to monitor the field performance of this device.

Event description:
Olympus personnel were inspecting a high flow insufflation loaner unit and discovered that the air flow differs between the set value and the measured value due to a broken solenoid valve and foot. This failure was causing a continuous increase in flow rate. This event was discovered during device inspection and had no patient involvement.

Manufacturer narrative:
The loaner device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted in describe event or problem, a faulty device component was causing continuous increase in flow rate. A supplemental report will be filed once the investigation has been concluded.